Event description:
A technician reported that after an intraocular lens (iol) implant procedure, the patient reported halos, dysphotopsia and decreased vision day and night. The lens was exchanged five and a half months after initial implantation. In a f/u, the technician reported that the event resolved with the exchange procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. An attempt was made to obtain add'l info by fax. A completed questionnaire was rec'd on (B)(6) 2014. (B)(4).